Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3090027 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3090027 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False negative results. False-negative results. The user stated that they tested positive with flowflex on tuesday, (B)(6) 2024. They then tested negative with flowflex on five different occasions from that date until the present. They tested with othere brands of home test during this period and received positive results. They confirmed that they did not receive a pcr test during this period.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative results. False-negative results. The user stated that they tested positive with flowflex on tuesday, (B)(6) 2024. They then tested negative with flowflex on five different occasions from that date until the present. They tested with other brands of home test during this period and received positive results. They confirmed that they did not receive a pcr test during this period.